Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, 1 opening assessed, as fold flow opening. Granuloma: unable to observe, as it is not related to the device. As per the investigation procedure: non-penetrating nick, particles and creases was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported, "rupture¿. Healthcare professional, later reported, "any creases associated with hole, hole non-specific. And "laceration from edge to patch, free silicone & granulomas extracapsular and with breast tissue". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported "rupture¿. Healthcare professional later reported "any creases associated with hole, hole non-specific and "laceration from edge to patch, free silicone & granulomas extracapsular and with breast tissue". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Healthcare professional reported "rupture¿. Healthcare professional later reported "any creases associated with hole, hole non-specific and "laceration from edge to patch, free silicone & granulomas extracapsular and with breast tissue". This record is for the left side. Device was explanted.